Event description:
Ems personnel were attending to a patient in cardiac arrest. The patient spontaneously converted from ventricular fibrillation to asystole. External pacing was initiated, however reportedly after the pacing parameters were set and capture obtained, the pace would intermittently stop pacing without alarming. The patient was delivered to the ed in asystole. Patient outcome was not reported.